Event description:
Oxygenator leaked excessively from podding at top by oxygen inlet. Oxygenator was changed out and replaced. Incident occurred after setting up and priming the oxygenator. Pt was not on bypass.